Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. It was reported that the patient needed a new pump 3 to 4 years ago. It was further noted that there was a hole in the patient¿s stomach where the pump was placed, and the pump was coming out through the skin. The date of event was unknown. The pump was removed and after explant the patient developed an infection. The patient was in rehabilitation a total of seven weeks. No further patient complications have been reported as a result of this event.